Event description:
During a follow-up, noise resulting in oversensing and loss of capture were observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was explanted. Due to a venous access issue, the rv lead was not replaced. Diagnostic imaging was performed and there were no anomalies observed. The patient is stable with no consequences.

Manufacturer narrative:
The reported events of failure to capture and noise were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.